Event description:
It was reported that the ilet pump¿s touchscreen was cracked and unresponsive, and a replacement pump was arranged after confirming the serial number and shipping details; the reported blood glucose at the time was 297 mg/dl, and the device issue aligned with a fracture of the touchscreen component. Symptoms included hyperglycemia and polydipsia. Outcomes included no health consequences or impact. Investigation included user communications and review of information provided by the caregiver. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, with the device component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.